Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation, along with a non-baxter syringe. Visual inspection identified a broken syringe tip stuck inside of the infusor's fill port. After the syringe tip was removed, a functional test was completed using the same type of syringe as what was returned. No nonconformances were found. The infusor's fillport has no evidence of physical defect or abnormality that could have contributed to the breaking of the syringe tip. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the syringe device used to fill an infusor broke off at the fill port during filling. The device was being filled with a solution of sandostatin. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.